Event description:
The info provided indicated that an (B)(6) female pt sustained a pea sized third degree burn with whitening of the skin on the upper lip and between lip and nose during a bi-max operation of upper/law jaw. The burn was treated with "hytrotozone" gel. Permanent scarring could not be determined at the time of the incident.

Manufacturer narrative:
The device was received for evaluation; failure analysis is in progress. Additional info will be submitted once the quality investigation is completed.